Event description:
It was reported that the presyncopal patient presented in-clinic after receiving inappropriate atp and hv therapies. Review of egms revealed svt and vt. Device was reprogrammed. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.